Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: two images of the filter during attempted removal are provided. The filter apex is tilted right. One of the left lateral primary leg perforates the left ivc wall and the other tents the wall. Two secondary filter legs perforate the ivc wall. The filter hook is embedded or folded into the right ivc wall. No images of attempted hook mobilization such as balloon angioplasty, loop snare or drop back technique, or rigid forceps are provided. There is no evidence of attempted but failed difficult filter techniques, so retrieval in this young patient is likley feasible. The exact root cause for the filter perforation cannot be determined, but nothing indicates the devices was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the attempted retrieval on (B)(6) 2014 was unsuccessful, filter tilted leg perforation through caval wall and hook at top of filter lying outside of vessel lumen - unable to free it / snare from jugular vein approach. Additional information received on 04june2014: the filter was inserted on the (B)(6) 2013. Retrieval was attempted on the (B)(6) 2014. The physician has provided images from the unsuccessful retrieval. Had insertion of filter prior to leg amputation. After procedure referred to physician for ivc filter retrieval. Attempted retrieval on (B)(6) 2014 unsuccessful - filter tilted, leg perforation through caval wall and hook at top of filter lying outside of vessel lumen - unable to free it/snare from jugular vein approach. Patient outcome. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence